Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('metallic essure implant removed in pieces') and embedded device ('essure coils, it is embedded in the tissue and cannot be unscrewed') in an adult female patient who had essure (batch no. (897592,867692)-not valid) inserted for female sterilisation. The patient's medical history included adenomyosis, chronic cervicitis, uterine cervical squamous metaplasia, paratubal cyst, pelvic pain, perineal pain, dysmenorrhea, excessive menstruation, cystoscopy, menometrorrhagia, pelvic prolapse and dysmenorrhea. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (da vinci hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the device breakage and embedded device outcome was unknown. The reporter considered device breakage and embedded device to be related to essure. The reporter commented: right : three coils in the endometrial cavity. Left: approximately two coils present in the endometrial cavity . Lot numbers reported (897592 and 867692) are not valid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 22-mar-2021: quality safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('metallic essure implant removed in pieces') and embedded device ('essure coils, it is embedded in the tissue and cannot be unscrewed') in an adult female patient who had essure (batch no. 897592, 867692) inserted for female sterilisation. The patient's medical history included adenomyosis, chronic cervicitis, uterine cervical squamous metaplasia, paratubal cyst, pelvic pain, perineal pain, dysmenorrhea, excessive menstruation, cystoscopy, menometrorrhagia, pelvic prolapse and dysmenorrhea. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (da vinci hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the device breakage and embedded device outcome was unknown. The reporter considered device breakage and embedded device to be related to essure. The reporter commented: right : three coils in the endometrial cavity left: approximately two coils present in the endometrial cavity. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.